Event description:
It was reported that the customer was getting a lot of alarms on the insulin pump. Customer stated that she got low and high blood glucose alarms. Customer reported that the insulin pump alarmed low battery after battery changed. Customer also reported that the insulin pump alarm motor error and several no delivery. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for twenty four hours and no low battery alert noted. All operating currents are within specification. The insulin pump passed self test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump has cracked belt clip slot, cracked reservoir tube, cracked lcd window, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.